Event description:
It was reported that a patient underwent an unknown labor and delivery procedure on (B)(6)2025 and suture was used. During an unknown labor and delivery procedure that the tip of the needle broke off. Fragment was retrieved. Another like device was used to complete the procedure. There were no adverse consequences reported. Event device and unknown number of sterile samples returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -product code j358h; lot# 100g27 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with twenty-one representative unopened samples was received for analysis. Product code j358h. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.